Event description:
On (B)(6) 2011, patient reported blood glucose elevated to approximately 700 mg/dl due to infusion sets. She treated herself with insulin injections and sought treatment at the emergency room approximately 3 hours later when blood glucose was 540 mg/dl. Patient was treated with an insulin drip and fluids while at the hospital, and she was discharged after 4 days. Blood glucose was 116 mg/dl at discharge. Hospital advised patient to not use the infusion device until the issue with the infusion sets is corrected. Patient was using insulin injections at the time of report. Patient reported the infusion cannula was coming out of her body during use. The adhesive was stuck to her skin, but the cannula was bent and not in her body. This happened 4-5 times. Normal blood glucose is 78-126 mg/dl. No error messages were received on the infusion device. The adapter was about 1 year old, and patient was advised on manufacturer recommendations. Insulin did not pool at the infusion sites, and there were no leaks of insulin in the system. Patient inserts the infusion headset manually. She reported "the needle was sticking straight out and the blue button was pressed all of the way." Alleged infusion sets were discarded and not requested for evaluation. Patient was sent samples of a different type of infusion set to try.

Manufacturer narrative:
No product will be returned for evaluation.